Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05536, 0001822565 - 2017 - 05537, 0001822565 - 2017 - 05538. Concomitant products: 00500304022 provisional liner 22 mm i.d. For use with 38-43 mm o.d. Shell 61769812, 00500304428 provisional liner 28 mm i.d. For use with 44-49 mm o.d. Shell 62556164, 00500305028 provisional liner 28 mm i.d. For use with 50-58 mm o.d. Shell 63199961. The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. Not returned to manufacturer

Event description:
It was reported the device was found fractured. No patient consequences reported or additional information available at this time.